Manufacturer narrative:
This report is resubmitted to ensure the enclosed attachment can be easily opened by the FDA. Literature attachment: ¿institutional learning experience for combined edge-to-edge tricuspid and mitral valve repair.¿na - attachment: [article cn 028587 dsm (1).pdf]

Manufacturer narrative:
Date of death: estimated. Date of event: estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Date of implant: estimated. The devices were not returned for analysis and a review of the lot history record could not be performed as the part and lot information was not provided. Per the mitraclip instructions for use (IFU), the mitraclip system is intended for reconstruction of the insufficient mitral valve. It could not be determined if using the mitraclip on the tricuspid valve caused or contributed to the reported difficulties. The reported patient effect of death, is listed in the mitraclip system IFU as a known possible complication associated with mitraclip procedures. This event was further reviewed by an abbott vascular medical affairs director who concluded, deaths are reported during the follow-up and none seems related to the device as per the available information. Rate of other complications are within the expected ranges in this elderly population. A definitive cause for the reported patient effect of death, could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling. The other adverse events and device deficiency mentioned and in the article are filed under separate MFR numbers.

Event description:
This is filed to report the patient deaths. It was reported through a research article identifying mitraclip that may be related to the following: patient deaths, difficult visualization, off-label use in the tricuspid valve, mitral regurgitation, tricuspid regurgitation, mitral stenosis, heart failure, hemorrhage, stroke, renal failure, ventricular tachycardia, re-hospitalization, medical intervention, and surgical intervention. Device issues include, single leaflet device attachment (slda). Details are listed in the attached article, titled ¿institutional learning experience for combined edge-to-edge tricuspid and mitral valve repair.¿